Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the seal of the adapter kept popping off the trocar. The seal popped out onto the floor. The current patient status is okay.